Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, once they started to drill, the suction part of the real intelligence robotic drill guard that is weld, was suddenly no longer welded, but without receiving a blow. They were using irrigation and suction, but that wire was not taut at all. They changed it for another real intelligence robotic drill guard, and it happened the same. The procedure was completed with the same broken piece because they had no more, and with the hole where the suction tube is inserted. No delays were reported. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Results of investigation: the real intelligence robotic drill guard, part number rob10016, lot1107082 used for treatment, was not returned for evaluation, however a photo was provided for review. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The photo of the cori bur guard shows the barbed suction tube had completely detached. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per our risk assessment the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from spain, it was reported that during a cori assisted tka surgery, once they started to drill, the suction part of the real intelligence robotic drill guard was suddenly no longer welded. They changed it for another real intelligence robotic drill guard, and the same failure occurred. No pieces fell inside the patient, the broken pieces fell on the floor. The procedure was completed with the same broken piece because they had no more, and with the hole where the suction tube is inserted. No delays were reported. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.